Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information; however, no information has been received to date. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. No devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing pain and loosening.

Manufacturer narrative:
Updated information received via primary operative notes, x-rays, and radiology reports. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthritis. It was reported that the trial components were taken through a full range of motion and the knee was found to have balanced flexion and extension gaps, stable with varus and valgus stressing as well as normal patellar tracking. Final components were again taken through a full range of motion. Review of primary operative notes does not indicate root cause. Post-operative x-rays dated (B)(6) 2014 were also returned for review. The ap view indicates that the tibial component is slightly undersized laterally and the ml view indicates appropriate coverage of the tibial plateau. The femoral component appears to be implanted with the correct fit and orientation per the surgical technique in both the ap and ml view. There is no indication of radiolucencies or loosening. Review of post-operative x-rays does not indicate root cause. Radiology report dated (B)(6) 2014 indicates in the ultrasound that a fluid collection or cyst was observed. Radiology report dated (B)(6) 2014 states that the total left knee arthroplasty is in place, with no lucency to suggest loosening or infection, and no fracture or subluxation. It also reported that there is an enthesophyte off the superior patella. A product history search revealed no add'l complaints against the related part and lot combinations. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, instability, loosening, implant makes noise, feeling as if implant is bouncing around, and a bad, shattered ankle as a result of a fall from the knee.